Event description:
An attorney representing the patient provided the following information. A patient had cataract surgery with an intraocular lens (iol) implant in 2000. The surgeon had some difficulty implanting the iol and implanted the lens without the trailing haptic. Soon after the surgery, the patient began to experience pain, pressure and total loss of vision. Upon examination, the surgeon found blood in the anterior chamber of the eye. A CT scan indicated a suprachoroidal hemorrhage of the left eye. Two days later, the patient returned to surgery for irrigation and evacuation of the anterior chamber. The patient was seen by a retinal specialist in 02/2000. A dense hemorrhagic kissing choroidal detachment was identified. The specialist determined that the patient's vision was not salvageable. Other eye physicians have recommended that the eye be removed. Additional information has been requested from the implanting surgeon.